Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that shaft kink occurred. The target lesion was located in the left anterior descending artery (lad). A 12mm x 3.00mm nc quantum apex catheter balloon was advanced to the lesion with pressure. The proximal shaft of the balloon kinked during the procedure. The physician removed the balloon from the patient intact and completed the procedure with a different device. No patient complications were reported and the patient is fine. However, analysis found that the hypotube was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a shelf box. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was folded loosely. The hypotube was fractured 27cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).